Event description:
It was reported by service report that the footboard had intermittent function and the scale was not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Pin connector.